Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address knee pain. Infection was present, and a large cyst of unknown type was found on the patient's tibia. Poly wear of the tibial insert was also reported.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirmed anticipated polyethylene wear for a knee device implanted for approximately 3-1/2 years. The investigation could not confirm the reported infection and large cyst. Review of the device history records and sterilization certifications did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not identify any evidence of product failure or product contribution to the reported event with the information provided. Based on the inability to find evidence of product failure of product contribution to the reported event, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.